Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the clinic for follow-up. Previous estimated longevity was 3.1 years in 2013 but current estimation is now at 3.4 months to eri. Based on calculated longevity, 3.4 months is accurate. Patient will continue to be monitored.